Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had an ipg replacement because their ipg reached the end of service. It is unknown if the ipg depleted prematurely.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.